Event description:
Additional information received identified effective stimulation was restored following the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation (date of event is unknown). Diagnostics revealed high impedance values for one side of the scs lead. Additionally, x-rays revealed that the scs lead has migrated. An sjm representative was unable to resolve the issue with reprogramming as rib stimulation with only partial right side stimulation would occur. Per the manufacturer's database, the scs lead was explanted and replaced.